Event description:
It was reported that during a hand-assisted colectomy, the second firing did not complete the staple line, but fully cut. Case completed with the same device, but a different reload and it worked fine. There was no consequence to pt.

Manufacturer narrative:
Eval summary: the analysis results showed that one device was received in good visual condition and with a cartridge loaded on the device. The cartridge was received partially fired and with no damage to the spring lockout. In addition, another cartridge was received inside the bag, partially fired and with no damage to the spring cartridge lockout. The returned device was tested for functionality with a test cartridge and it fired, cut and formed all the staples as intended; the staple line was completed and the staples were noted to have the proper b-formed shape. It should be noted that all instruments are inspected 100% for staple presence by an automated scanning system. In addition, a sample of the batch is inspected at fgqa to ensure the device meets the required specs prior to shipments. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the mfg process.